Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/29/2016 with the following findings: a review of the black box showed the data to be overwritten from the date of the complaint. No unusual voltage fluctuation was found. The battery compartment and cap were undamaged and were able to fit securely. The rewind, load, and prime steps were performed correctly. All current readings were within specifications. No overheating occurred during the investigation. The temperature complaint was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.